Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional products: d4: model #: 1125/ catalog #: 1125 / expiration date: 30-sep-2022 / serial or lot#: (B)(6), UDI #: (B)(4), h4: mfg date: 01-sep-2017 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump ((B)(6)) and the associated outflow graft (lot no. 16986533-0478) were not returned for evaluation. Log file analysis revealed consistent power consumption above the normal operating range since 27/may/2023. A sudden decrease in power consumption was logged on 03/jun/2023, followed by an increase in power consumption starting on 04/jun/2023 to parameters above the normal operating range, which was then followed by a return to baseline parameters on 04/jun/2023. Additionally, log files revealed a sustained increase in power consumption starting 06/jun/2023 leading to parameters above the normal operating range. 426 high watt alarms were logged since 04/jun/2023. As a result, the reported high power event was confirmed. Information provided by the site indicated that, in addition to the reported high power, the patient was admitted with altered mental status, acute right sided weakness and vision loss. The patient was intubated in the emergency department (ed) upon arrival. The patient was then admitted and started on tissue plasminogen activator (tpa). On admission, the patient's international normalized ratio (inr) was subtherapeutic at 1.0. It was noted that the patient was non-complaint with their anticoagulation therapy. A computerized tomography (CT) scan of the chest and head was performed and revealed a thrombus that had developed on the patient's recently placed outflow graft stent. A CT of the head was also performed and was unremarkable. Several days later, acute pupillary change was noted (right pupil two millimeters and nonreactive). A stat computed tomography arterial portography (ctap) scan was ordered, and there was interval development of basilar artery thrombosis and occlusion with infarctions of the brainstem and left greater than right posterior cortical atrophy (pca), as well as hypoperfusion of the cerebellum. The patient was on do not resuscitate order, and care was subsequently withdrawn. The patient expired due to complications of stroke, partial occlusion of the outflow graft, and vad thrombosis. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information and historical review of similar events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, thrombus, neurological dysfunction, and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible factors that may have led to this event include, but are not limited to, the patient¿s non-compliance or other issues related to the therapeutic use of anticoagulant and antiplatelet medications, the patient¿s pre-existing history and related comorbidities, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: heartware ventricular assist system ¿ outflow graft d4: lot#: 16986533-0478 d9: no h5: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted with altered mental status, acute right sided weakness and vision loss.  The patient was intubated in the emergency department (ed) upon arrival. The patient was then admitted and started on tissue plasminogen activator (tpa). On admission, the patient's international normalized ratio (inr) was subtherapeutic at 1.0. It was noted that the patient was non-complaint with their anticoagulation therapy. A computerized tomography (CT) scan of the chest and head was performed and revealed a thrombus that had developed on the patient's recently placed outflow graft stent. A CT of the head was also performed and was unremarkable. Several days later, acute pupillary change was noted (right pupil two millimeters and nonreactive). A stat computed tomography arterial portography (ctap) scan was ordered, and there was interval development of basilar artery thrombosis and occlusion with infarctions of the brainstem and left greater than right posterior cortical atrophy (pca), as well as hypoperfusion of the cerebellum. It was also noted that over the course of the patient's admission, the ventricular assist device (vad) powers continued to rise and there were multiple high watt alarms. The patient was on do not resuscitate order, and care was subsequently withdrawn.  The patient expired due to complications of stroke, partial occlusion of the outflow graft, and vad thrombosis.